Manufacturer narrative:
Additional narrative: complaint has been reviewed and determined to not be reportable. It was determined that this part was associated with another complaint reported on MFR number 3000270450-2015-10054. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that 3 drill bit ø1.5 have been broken at a veterinary clinic . This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Additional product code: hsz. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.